Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the patient programmer was shaking. The patient reported she had changed out the batteries using duracell, energizer, and rayvoc, and using batteries that were laying around the house. It was suggested the patient buy brand new batteries either duracell or energizer only alkaline. There was no reported of out of box failure. There were no symptoms reported. Additional information from the patient on (B)(6) reported the patient programmer will not power on, and she need to the patient programmer to turn the implant off because she was having spinal cord surgery on (B)(6). The patient stated that she could hear something shaking in the patient programmer. It was confirmed that the surgery was not related to the interstim implant. It was confirmed that patient programmer was not dropped or wet. Additional information from the patient on (B)(6) reported she was receiving the patient programmer overnight. The patient stated the patient programmer she had the implant for neurogenic bladder and was able to use catheters when the patient programmer was not working. The patient stated she should be able to get new product anytime. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3037 serial# (B)(6) product type programmer, patient. Conclusion code applies to the patient programmer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient analysis of the patient programmer (B)(4) found that the telemetry board was corroded. If information is provided in the future, a supplemental report will be issued.